Event description:
An oxygenator developed a leak during a bypass surgery. The pt's blood pressure started falling. Supportive measures were taken while the bypass was removed and the oxygenator was replaced. After the bypass was resumed "abcs" were within normal range and the case proceeded without incident.